Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6) into a heavy calcified aortic valve, a pre-balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) balloon. The valve was 80% deployed and the physician was not convinced by the morphology of the valve. The valve was recaptured and removed from the patient. A new valve (B)(6) and delivery catheter system (dcs) were used and deployed in a good position. The valve dislodged. The valve was pulled and positioned in a stable position in the ascending aorta and a third valve (f056337) was implanted successfully. No additional adverse patient effects were reported. Additional information was received which reported that the first valve sn (B)(6) was under-expanded at the initial deployment. The valve implanted sn (B)(6) embolized post deployment. The valve was positioned in the ascending aorta with the use of a snare and coronary catheters. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via dhl inside a heart valve return kit submerged in clear 0.2% glutaraldehyde solution. The valve exhibited a slight compressed condition at the inflow. All leaflets were flexible. The free margins of leaflets (l1) and 2 (l2) were dehydrated and stiff. As received, leaflet 1 (l1) and 2 (l2) appeared partially open while leaflet 3 (l3) was in a closed position. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To evaluate against the reported event, the valve was deployed in a warm saline bath. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was then fully deployed; no anomalies were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.